Event description:
Patient was revised to address anterior knee pain.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records and search the complaint database was not provided. The investigation could not draw any conclusions about the reported knee pain based on the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.